Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was shown as discharged in pyxis several days before the actual admission date and user was not able to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was shown as discharged in pyxis several days before the actual admission date. The technical support specialist clarified the issue where the patient's admission date was later than the discharge date. The patient entry was verified in the es server using two sets of patient details. It was confirmed that two preadm messages had been sent from the adt system. The second preadm message included a discharge status, which caused the patient not to appear at the station. As a result, a temporary patient was created at the station and later reconciled with the original adt entry, which had already been discharged. This discrepancy occurred because the admission date was later than the discharge date. The customer acknowledged the issue and agreed to follow up with the adt system. The system functioned as intended after the technical support specialist verified the device.